Event description:
The ICD presented with a magnet response anomaly. The device remained in a constant magnet reversion mode despite all attempts to return normal reed switch function. The decision was made to replace the device.